Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
This pacemaker and another manufacturer's leads exhibited high out of range pace impedance measurements, high thresholds and loss of capture. Technical services discussed device data and no further intervention needed at this time. This device remains in service. No adverse patient effects were reported.